Event description:
It was reported that the procedure was to treat a focal lesion in the left internal carotid artery, which was heavily calcified. Using a 6f shuttle sheath, the accunet embolic protection filter was advanced and a 6 x 8 x 30 mm acculink stent was deployed; however, the stent did not cover the lesion. (There was no report of stent jumping, rather a longer stent should have been used.) At this time an attempt was going to be made to go in with another stent; however, the sheath pulled back along with the accunet filter. While attempting to push the filter back into position, the filter wire kinked and separated, but the separated portion remained in the sheath. Using a 5f glide catheter along with a snare device, the filter was able to be removed from the patient, still inside the sheath. The procedure was aborted. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential factors which may contribute to the filter basket detachment include, but are not limited to, manufacturing, anatomical conditions, interactions with associated devices and entanglement with the stent. In this case, it was reported that during advancement of a second stent system, the sheath pulled back along with the accunet filter and while attempting to push the filter back into position, the filter wire kinked and separated. To ensure this type of separation is not due to a potential manufacturing deficiency, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Overall, the reported difficulties appear to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f shuttle. Stent: 6x8x30 acculink. The device is retained by hospital. A follow-up will be submitted with all relevant information.